Manufacturer narrative:
Investigation evaluation: of the six (6) products returned, one (1) was opened and used. The five (5) other devices were returned in sealed boxes. A product evaluation was performed on the devices returned. Device 1: our laboratory evaluation of the product was said to be involved could not confirm the report on premature band deployment. The product received was returned in an opened box. The handle, trigger cord, barrel, irrigation adapter and loading catheter were included in the return of the device. No bands were returned. The device could not be evaluated for premature band deployment because the bands were not included in the return of the device. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was received wound on the spool of the handle and the knot was seated in the hole of the slot on the handle. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots, which is within the tolerance. The trigger cord was intact and not broken. Devices 2 through 5: our laboratory evaluation of the returned unused devices could not confirm the report on premature band deployment. The devices returned were sealed with all ligator components present. During our laboratory analysis, the mbl devices were attached to an endoscope that was placed in a simulated gastrointestinal (gi) position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrels were attached onto the end of the endoscope. Simulated varices were placed at the end of the barrels and vacuum pulled and each band was successfully fired. A visual examination of the devices was performed. The trigger cords were examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled and had no evidence of excess flash. The length of the trigger cords were measured between the knots, which is within the tolerance. The trigger cords were intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can occur if the handle is rotated before maintaining suction on the banding site. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The instructions for use caution the user: ¿with handle in two way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook 6 shooter saeed multi-band ligator. Three (3) varices were banded successfully. The device correctly fired one [first] band for the first varix. While banding the second varix, the device incorrectly fired two bands at once [bands numbers two and three, bands prematurely deploy]. While banding the third varix, the device incorrectly fired two bands at once [bands numbers four and five, bands prematurely deploy].

Manufacturer narrative:
This correction follow up report is being sent to correct the number of unused devices evaluated in the investigation evaluation. Investigation evaluation: of the six (6) products returned, one (1) was opened and used. The five (5) other devices were returned in sealed boxes. A product evaluation was performed on the devices returned. Device one (1): our laboratory evaluation of the product was said to be involved could not confirm the report on premature band deployment. The product received was returned in an opened box. The handle, trigger cord, barrel, irrigation adapter and loading catheter were included in the return of the device. No bands were returned. The device could not be evaluated for premature band deployment because the bands were not included in the return of the device. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was received wound on the spool of the handle and the knot was seated in the hole of the slot on the handle. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots, which is within the tolerance. The trigger cord was intact and not broken. Devices two (2) through six (6): our laboratory evaluation of the returned unused devices could not confirm the report on premature band deployment. The devices returned were sealed with all ligator components present. During our laboratory analysis, the mbl devices were attached to an endoscope that was placed in a simulated gastrointestinal (gi) position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The mbl barrels were attached onto the end of the endoscope. Simulated varices were placed at the end of the barrels and vacuum pulled and each band was successfully fired. A visual examination of the devices was performed. The trigger cords were examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined and found to be correctly filled and had no evidence of excess flash. The length of the trigger cords were measured between the knots, which is within the tolerance. The trigger cords were intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the bands. We can conclude from these dates that the bands were within the acceptable age date range. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use direct the user: ¿maintain suction and deploy band by rotating handle clockwise until band release is felt, indicating deployment." During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can occur if the handle is rotated before maintaining suction on the banding site. Premature band deployment can also occur if the handle is placed in the firing position before the endoscope is in place inside the patient or even while winding the trigger cord. The instructions for use caution the user: ¿with handle in two way position, slowly rotate handle clockwise to wind trigger cord onto handle spool until it is taut. Note: care must be taken to avoid deploying a band while winding trigger cord." Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.